Manufacturer narrative:
Evaluation summary: no other complaints for this lot. The sample was not receive yet; therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because the sample has not been received; the complaint could not be confirmed, and the root cause cannot be determined at this stage. (B)(4).

Event description:
A director of nursing reported that during a glaucoma filtration device (gfd) implant procedure, the gfd was not functioning properly. The surgeon said it seemed to be clogged some how and was implanted into patient eye before noticing issue. Additional information was provided by the initial reporter that the problem was discovered when the surgeon inserted the gfd into the patient's eye. There was no harm to the patient. The surgeon was able to perform another procedure instead of using the device. The procedure was slightly longer, but the outcome was good.

Manufacturer narrative:
Product evaluation: the sample has been received and investigated: both the device and delivery system (eds) were returned for investigation inside the pouch. The labels and cradle were attached. The eds wire was pressed down and slightly protruded from the cannula opening. The device body was with dirt residues and scratches. The disc was bent backwards. The lumen was clogged. After cleaning the device inner lumen was found to be open, there was no indication of any manufacturing relating factors that could cause the reported event. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. The root cause is inconclusive - unable to verify since the blockage could have been caused by many different reasons after the clinical procedure. The blockage does not seem to be product related since after the device cleaning the blockage was removed. However, the complaint of blockage may be confirmed. The manufacturer internal reference number is: (B)(4).